Event description:
The customer reported a ventilator o2 manifold leaking and requested part number for cosmetic repairs. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The device was evaluated by the customer and a philips remote service engineer (rse). The customer reported that with the tanks turned on and the hose unplugged from the wall, the o2 was leaking from the hose. It was reported that the customer troubleshot the issue by turning on the tanks with the oxygen hose unplugged; however, you could still hear it leaking. As a result, the customer found a spare manifold and replaced it. The ventilator was reported to have been repaired and returned back to service. No other anomalies were reported. Based on the information provided and service performed, the customer¿s alleged malfunction was confirmed. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.